Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract after pressing the button. The following information was provided by the initial reporter: "I was putting in an IV I advanced the catheter pushed the button to retract the needle pulled needle out of the catheter and realized the needle never actually retracted."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract after pressing the button. The following information was provided by the initial reporter: "I was putting in an IV I advanced the catheter pushed the button to retract the needle pulled needle out of the catheter and realized the needle never actually retracted.".

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.